Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on nov 10 with blood glucose of 303 mg/dl. Customer¿s blood glucose value at time of incident was 300 mg/dl and current blood glucose value was 238 mg/dl. The customer experienced symptoms such as ketones off balance. The customer was treated with the pump. The customer was not wearing the insulin pump during the hospitalization. Displacement test was performed and it passed. Customer declined to performed high pressure test. The insulin pump will not be returned for analysis.